Event description:
The customer reported that bleeding under 500cc occurred although an end tone, indicating a completed seal cycle, was heard. The bleeding amount was described as small and it was quickly stopped by a second seal with the complaint device. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.